Manufacturer narrative:
S/w 3.0b. Unit received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing o-ring reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 350 mg/dl at the time of the incident. The customer treated with insulin pump. The customer's blood glucose was 225 to 250 mg/dl and 350 mg/dl. The customer also reported crack on reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.